Event description:
The pt called lifescan and alleged that their meter was set to the wrong unit of measurement. They reported that they were feeling dizzy, therefore they went to their diabetes educator. The pt was advised to try to get their blood glucose down. No other treatment was reported. The pt stated that their meter was previously set to the correct unit of measurement and that they had not made any changes to the set up mode. No injury or harm was alleged. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. A replacement meter has been sent.